Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic lap thymectomy event description: the incident occurred with dr. [Name] - intrathoracic (thoracoscopy) cases for cancerous lung tumor/mass removal. The bag tore during removal causing the cancerous tissue to fall into the chest cavity- causing the physician to have to widen the incision to retrieve the tissue and risk further exposure of those cancerous cells to other areas in the chest cavity. Additional information provided by account manager on 24feb2025 thymectomy, removing a cancerous tumor in the chest robotically and pulled out of intercostal space (tight). The surgeon was performing a robotic lap thymectomy to remove a cancerous, hard mass. He extended the incision to remove the bag and specimen but the bag was stuck between the ribs and the mass was too big to pull through so the bag broke. He inserted a new bag and removed the specimen after debulking. No clinical impact to the patient, capsule remained intact when the specimen fell into the patient. The bag did not break into pieces. Yes, the bag burst during specimen removal. The port size was enlarged prior to removal. The port size used to extract the bag was 12mm. The cavity was insufflated. The port was placed in 6th intercostal space at anterior axillary line. Intervention: they replaced it with another bag. Patient status: good, stable.

Event description:
Procedure performed: robotic lap thymectomy. Event description: the incident occurred with dr. [Name] - intrathoracic (thoracoscopy) cases for cancerous lung tumor/mass removal. The bag tore during removal causing the cancerous tissue to fall into the chest cavity- causing the physician to have to widen the incision to retrieve the tissue and risk further exposure of those cancerous cells to other areas in the chest cavity. Additional information provided by account manager on 24feb2025 thymectomy, removing a cancerous tumor in the chest robotically and pulled out of intercostal space (tight) the surgeon was performing a robotic lap thymectomy to remove a cancerous, hard mass. He extended the incision to remove the bag and specimen but the bag was stuck between the ribs and the mass was too big to pull through so the bag broke. He inserted a new bag and removed the specimen after debulking. No clinical impact to the patient, capsule remained intact when the specimen fell into the patient the bag did not break into pieces. Yes, the bag burst during specimen removal. The port size was enlarged prior to removal. The port size used to extract the bag was 12mm. The cavity was insufflated. The port was placed in 6th intercostal space at anterior axillary line. Intervention: they replaced it with another bag. Patient status: good, stable.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.